Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump was not turning on, after multiple attempts to change the battery, it was still off. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed. The customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1781k was requested, and the customer response was the device will be returned.

Manufacturer narrative:
After battery installation unit powered on with no blank display noted. Proceeded with the following testing to ensure proper functionality of the unit. P-cap locked in place properly during testing. Unit passed self test, active current measurement test, and sleep current measurement test. The baat tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason complaint. Battery cycle 8.0 received the lowbatteryalert (104) on 05/22/2025 16:34:00 after more than 7 days at 12.37 days. Battery cycle 6.0 received the lowbatteryalert (104) on 04/25/2025 06:24:00 faster than expected at 3.69 days. Battery cycle 5.0 received the lowbatteryalert (104) on 04/21/2025 10:53:00 faster than expected at 3.93 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Adapt was utilized and pump error 53 was noted on 05/23/2025 02:47:29.000 due to when the pump tries re-initialize/establish communication to the rf chip. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within the spec range. Pump received with normal operating currents. Proceeded by cutting the unit open and performing a visual inspection of the connectors and the electronic stack. Per visual inspection, it was determined that moisture damage was found, isolating to the electronic stack. The unit also came with a scratched case, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. In conclusion, the customer¿s concern about the blank display was not confirmed. However, using the baat tool, it was determined that the customer experienced an unexpected power loss of less than 7 days per the pump history records, isolated to the electronic stack. Using the adapt tool the pump also experienced a critical pump error 53. Additionally, moisture damage was noted to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.